Event description:
On (B)(6) 2012, a two-level posterior lumbar fusion was performed. During standard f/u at the doctors office, the doctor found on the x-ray, that a set screw had dislocated from the pedicle screw. A date for explantation has not been set.